Event description:
--

Manufacturer narrative:
The device and lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a low out of range shock impedance measurement. Additionally, the patient reported that the device emitted beeping tones. During a routine device interrogation in clinic, shock impedance measurements were observed to be stable and no additional out of range measurements were observed. Boston scientific technical services (ts) discussed troubleshooting options. A follow up appointment was planned. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the device was explanted and replaced one year, seven months later. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.